Event description:
It was reported that the insulin gauge was inaccurate and static. It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer continued to use the existing cartridge.